Manufacturer narrative:
Vyaire medical file identification: (b))(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical while the vela ventilator was running, ""vent inop/inoperable"", ""motor fault"", ""low pip/peak inspiratory pressure"", and ""xdcr/transducer fault"" alarm triggered. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event. 6. Tests/lab data, including dates.

Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: a vyaire field service representative (fsr) evaluated the device onsite and verified the reported problem. As a resolution, the pneumatics and pressure transducer were recalibrated. The device passed all testing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.